Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. The pulse generator was interrogated and upon completion, the device settings were different to those previously programmed. The device was restored to formerly programmed settings and the patient was sent home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.